Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had excessive no delivery alarms with their infusion set. The customer's blood glucose was 117 mg/dl. The customer stated they were unable to troubleshoot at the time of the call because they were driving. Customer declined to return the insulin pump for analysis.